Event description:
The customer reported to beckman coulter (bec) that there was a fluid leak of few milliliters from the coulter lh 500 hematology analyzer. The leak was not contained within the instrument. The instrument generated ¿lyse temperature errors¿ in connection with this event. It is unknown if the material safety data sheet (msds) was reviewed or not. There is an exposure control/risk management plan in place at the facility. The operator was wearing a laboratory coat and gloves at the time of the incident. There was no biohazard exposure to open wounds or mucous membranes. The operator did not seek medical attention. No erroneous results were associated with the reported event. No death or injury is attributed to this event and there was no change to patient treatment.

Manufacturer narrative:
The customer was contacted on (B)(4) 2013 and reported that they reconnected sweep flow restrictor tubing at the associated check valve, resolving the leak. The lyse temperature was within specification once the leak was resolved and the module (peltier) was cleaned. The customer also stated that the leak was only a few milliliters. There was no beckman coulter field service as the customer resolved the issue while troubleshooting with the customer technical support (cts). Based on the information provided by the customer, the leak impacted the peltier module resulting in lyse temperature errors. The field service engineer (fse) confirmed that the call was cancelled as the customer resolved the issue. Failure mode was attributed to disconnected tubing at the sweep flow restrictor which impacted the peltier module, resulting in lyse temperature errors. (B)(4).